Manufacturer narrative:
Review of lot history records for the involved reusable device confirmed manufacturing steps and processes were met and followed. There have been no sterility issues for any disposable tips manufactured to date. Products met final inspection and testing requirements prior to shipment.

Event description:
Patient complained of hidradenitis with folliculitis and few scattered cystic lesions 6 months post treatment. Patient was prescribed a topical lincomycin antibiotic (clindamycin swab 1% bid).